Manufacturer narrative:
The device was returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The integra field engineer ii reported on behalf of the customer that on (B)(6) 2018, a 009300xspt assembly, 9300xsp l/s w/awos t overheated and melted. Additional information received on (B)(6) 2018 indicating that there was no patient involvement or delay for any cases. The original complaint of the smell coming from the unit was discovered before the case started and before the patient was brought into the operating room (or).

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The failure mode was confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A visual inspection found the unit returned with the turret and parts removed and bagged. Also, the cover is bent out at the back right corner. Internal inspection found rear power pin on the lamp has melted along with the adjacent portion of the insulator base. In addition, the ferrite harness is broken of the line filter. Interlock switch was broken. Manually pressed in the interlock switch and both fans were operating and the lamp ignited. The findings are consistent with physical damage due to rough handling. The reported complaint was confirmed. The root cause of the melting was not conclusively determined. There has been no manufacturing deficiency identified.